Manufacturer narrative:
The instrument was visually inspected under a microscope. There is no evidence of material defect or manufacturing error. The instrument was manufactured prior to 2006. Cannot determine why the instrument broke. H3 other text : placeholder

Event description:
The user facility reported a piece of the manipulator broke off in the patient's eye. Additional information: the patient required two CT scans and two additional surgeries to remove the fragment from the eye. Patient outcome currently vision is 20/30, and sutures were removed.